Event description:
During an atrial fibrillation, typical right flutter ablation procedure, a pericardial effusion occurred. While using ensite x in voxel mode, the patient became hypotensive and an intracardiac echocardiogram revealed an effusion. It is unknown if intervention was needed. The patient recovered and was discharged home. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.